Manufacturer narrative:
On 12-jul-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter. The patient had a foreign body. Broken tip. It was reported that during the operation, the distal spine was damaged as the photo shows and part of the material remained in the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of all features was performed following bwi procedures. Visual inspection was performed, and one spline was observed detached from the tip leaving internal components exposed. No conditions that might contributed to the reported event were found. A manufacturing record evaluation was performed for the finished device number lot 30961624l and no internal actions related to the complaint were found during the review. The customer complaint was confirmed, the root cause of the adverse event is unknown. It should be noted that product failure is multifactorial as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, two distal spines were observed detached. A manufacturing record evaluation was performed for finished device number 30961624l, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the pictures received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter. The patient had a foreign body. Broken tip. It was reported that during the operation, the distal spine was damaged as the photo shows and part of the material remained in the patient. The damage resulted in wires being exposed. Picture available. The catheter was pre-shaped. The device isn¿t available for return. Clinician¿s note: no patient harms/injuries/signs or symptoms have been reported. However, a device with material that is not intended to be implanted has been left inside a patient. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Fully separated tip is MDR-reportable.